Event description:
It was reported that the pt went to the dr "for the pump". The report indicated that the pt has had problems from the waist down ever since his operation two years ago. Specific problems were not reported. The type of medication, concentration and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.